Event description:
Customer reported she noticed air bubbles in the reservoir. Customer stated the issue was resolved by changing the entire reservoir and insulin. Customer was advised to make sure not to rewind the insulin pump with a reservoir in place and to store insulin at room temperature to avoid gassing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.